Event description:
The patient underwent a hip arthroplasty roughly 30 years ago with a zb stem and head, stryker cup and liner. Subsequently, the patient was revised due to cup and poly wear. The stryker cup and liner were removed and replaced with another stryker cup and liner. The zb head was removed and replaced with a new zb type 1 taper head. The old zb stem remains implanted. It was noted that there was nothing wrong with the zb implants. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, b1, b2, b4, b5, g4, h2, h3, h6. Reported event was confirmed by review an xray which was reviewed by a health care professional. Asymmetric position of the femoral head within the asymmetric acetabular cup suggests polyethylene wear. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film. However, visually, the acetabular cup appears to be in appropriate position. Femoral stem is intact. Suggestion of a fracture line along the greater trochanter. Mild osteopenia was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.